Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance, deployment difficulties, and vessel spasm occurred. The lesion was located in a severely calcified diagonal artery. The lesion was predilated with a 2.0mm apex balloon to 14 atms. A 2.25x24mm taxus express2 drug eluting stent was deployed in the lesion and dog boning occurred. When the physician attempted to remove the balloon from the stent, withdrawal difficulties occurred. The balloon was removed by deep seating the guide catheter which may have caused a spasm toward the proximal portion of the left anterior descending artery. The stent was post dilated with a quantum maverick balloon. No further pt injuries or complications occurred. Pt status is satisfactory. Add'l info has been requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.